Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The spine program starts and runs normally. No "no signal" messages were observed. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that use of navigation was abandoned immediately before the operation because "no signal" occurred on the system. No patient was present at the time of the event.